Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient disconnected from the ilet for respiratory testing, shut the device down, and subsequently experienced hyperglycemia with a fingerstick of 440 mg/dl after reconnection while using steel cd infusion sets; no alerts or alarms were reported, and troubleshooting and education indicated that the user did not revert to alternative therapy during the device shutdown. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Investigation included complaint intake, user education on expected ilet corrective dosing after reconnection, and assessment of use conditions. Investigation of this case revealed that the elevated glucose occurred following an extended device disconnect and shutdown, with no device malfunction identified and no component failure reported. It was concluded, based on previously established findings for similar reports, that user-related use conditions during device shutdown and disconnect were the cause.